Manufacturer narrative:
This report is being amended to reflect changes. This complaint was identified during review of a journal article, so information about the case is limited. It is important to note there was an attempt to request additional information which was unsuccessful. There was no particular product part or lot information provided, so a complaint review could not be performed. The article did not claim any defect in the zimmer products that led to the infection. The deep infection rate from the article ((B)(6)) is comparable to the rate presented in other studies ((B)(6) as stated in the article), which is within the norm. Furthermore, as suggested in the article, infections may be avoided with gentle handling of soft tissues and a staged surgery allowing compromised soft tissue to heal before definitive fixation. Additionally, single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. Due to this complaint being identified during review of a journal article there was no product returned; therefore, no physical evaluation could be conducted. The device history records could not be reviewed due to lack of product identification, no lot number provided. The periarticular tibial locking plate is used for treatment.

Event description:
It is reported that the pt presented with an infection. Antibiotic beads were placed as well as extensive irrigation and wound lavage.

Manufacturer narrative:
Info was received via published literature. Please reference literature at the following location hhtp://www.ijoonline.com/article.asp?issn=0019-5413; year=2015; volume=49; issue=2; spage=193; epage=198; aulast=neogi. This report will be amended when our investigation is complete.